Event description:
The catheter was found broken when the nursing specialist in the nicu attempted to change the fixation strapping.

Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence. Results and conclusions, the tensile force and elongation were within specification. Catheter tube sever.